Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 in the morning, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose result is unknown. She was removed from the pump and placed on the hospitals dka protocol to reduce their blood glucose levels and ketones. The patient was discharged from the hospital on (B)(6) 2020. Since she has been at home, the patient's blood glucose levels have remained at around 16 mmol/l despite changes to their basal profiles and further delivery of boluses. The patient is organizing with their physician about sourcing pen therapy.